Event description:
The customer reported the device would not operate on ac power. No patient involvement .

Manufacturer narrative:
The failure of c56 prevented the power supply from operating on ac power. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported the device would not operate on ac power. No patient involvement.